Manufacturer narrative:
(B)(4).

Event description:
It was reported "they made me aware that the patient was in the hospital due to a blood clot near his kidney. Patient was still in the hospital and had a pulmonary embolism. Upon going through their previous health conditions, the staff let me know the patient had previous heart conditions (blockages) and the procedure hit a vein in his prostate. This vein that usually runs along the top and bottom, was on the side of his prostate. All implants were seen in a scan and cath has been removed with clear urine. Procedure was completed. This did not occur during a treatment of a median lobe".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "they made me aware that the patient was in the hospital due to a blood clot near his kidney. Patient was still in the hospital and had a pulmonary embolism. Upon going through their previous health conditions, the staff let me know the patient had previous heart conditions (blockages) and the procedure hit a vein in his prostate. This vein that usually runs along the top and bottom, was on the side of his prostate. All implants were seen in a scan and cath has been removed with clear urine. Procedure was completed. This did not occur during a treatment of a median lobe".